Event description:
It was reported that during a prostate "tdp" procedure, the laser produced an "over heat" in the pt's bladder. The surgeon was concerned with the heat emission from the pt's bladder; no temperature was reported. The pt's bladder was cooled by irrigation and further irrigation was required post operatively. It was reported that there were "no known adverse consequences."